Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked. Numbers does not ramp up on its own or scroll bar moving with no input.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that when attempting to deliver a bolus, numbers continued to scroll on screen without prompt. Customer's blood glucose was 170 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.